Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent sensing of atrial tachycardia (at)/atrial fibrillation (af) which caused unstable mode switch operation and asynchronous atrial pacing. It was also noted that the p wave amplitudes were reduced. The lead remains in use. No patient complications have been reported as a result of this event.